Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the tenaculum forceps instrument be returned for failure analysis investigation. Isi, has not received the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: this looks like a broken pitch cable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument had a damaged cable. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure without further issues. No fragment fell into the patient. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no observed intraoperative collision or misuse involving the instrument. No issues were identified with the opening/closing of the grips, left/right motion of the grips, or up/down motion of the wrist. One cable was protruding from the distal end of the instrument. The reporter confirmed that there was no patient injury. The reporter was unable to disclose the patient demographic information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed within the clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding damaged cables was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.